Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the ECG b. The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt therapy electrodes were non-functional.